Manufacturer narrative:
This right ventricular (rv) lead remains implanted. The lead is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that reported an event with patient¿s lead. Reportedly patient called to report that her physician called her to come in because her leads came out of her heart. Additional information was received. This patient was checked. Physician suspected microdislodgement due to the patient using her left arm when she fell into a closet. Reportedly right ventricular (rv) lead had normal measurements. Remains in service. No adverse patient effects were reported.